Manufacturer narrative:
(B)(4)

Event description:
Procedure: low anterior resection. According to the reporter: it was difficult to squeeze the handle. Staples did not form properly. Additional resection and additional manual suturing was done. Surgery time extension was reported as more than 30 minutes.